Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump, although it had not shut down. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump with updated software and instructed the customer to use mdi as a backup therapy to ensure uninterrupted insulin delivery. Customer was advised on necessary steps for the replacement and returning of the faulty pump, and acknowledged the instructions.